Manufacturer narrative:
Patient's date of birth, age unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. In the spectranetics IFU for the glidelight device, it states it is vital that appropriate traction be maintained on the lead being extracted both during laser assisted and standard extraction attempts. If appropriate levels of traction cannot be maintained on the lead in order to offset the counter-pressures that distort the lead body, then changing to an alternative extraction methodology such as the femoral approach would be indicated. The physician failed to follow the instructions in the IFU since no traction platform was used during the procedure. Due to the IFU instructions and the complaint information provided, this has been determined to be a use related failure.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead in order to get access to add a new lead. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. During rv lead prep, it was noted this lead had damage prior to the case, and the spectranetics lead locking device (lld) could not advance within the lead past the clavicle. Although the lld was placed to the point of obstruction, the lld came out soon after beginning the case, so no traction platform was being used in the procedure. Using a spectranetics tightrail 9f sub-c rotating dilator sheath, the physician made a little progress once he reached the clavicle. The physician then switched to a spectranetics 14f glidelight laser sheath and advanced to the superior vena cava (svc) region when resistance was encountered, most likely scar tissue. The physician pushed a little more with the glidelight device and it moved forward through the svc lateral wall, causing a perforation. The patient's blood pressure dropped and rescue efforts began, including rescue balloon and sternotomy. The repair was successful and the patient survived the procedure. It was believed that the injury was due to the lack of a traction platform to guide the glidelight device. This report captures the 14f glidelight device in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.